Manufacturer narrative:
(B)(4). Product not yet returned.

Event description:
Consumer complaint of about high blood results. Performed 3 back to back bloos tests, results were 569 mg/dl 11/30 10:00 am, hi, hi. Reviewed the last 3 blood results in the meter memory: hi; hi;hi. No adverse event reported.